Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle/pocket stimulation. The lv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection revealed no abnormalities other than normal explant damage, the lead and tip appear normal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle/pocket stimulation. The lv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.